Manufacturer narrative:
The customer observed a falsely low architect hiv result on arc i1000sr inst serial number (B)(6). One patient sample returned a result of zero and service was dispatched. Service inspected the instrument and determined the valve, manifold kit (rohs) pn 7-77612-03 the likely cause. Service performed troubleshooting procedures and the issue was resolved. Service history review identified no contributing factors related to the issue. The tracking and trending review identified no trends for the part related to the complaint. The device history record identified no non-conformances or deviations associated with the complaint. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency of the architect i1000sr analyzer was identified.

Manufacturer narrative:
Complete information for section h9: correction/removal reporting number = 3016438761-10/06/21-003-c. This supplemental MDR is being sent to include the sw version. Refer to section d10: concomitant medical products for this update.

Manufacturer narrative:
Complete information for section 9: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.correction to section h6 medical device problem code changed from 1225 false negative to a090810 low test results.

Event description:
The customer reported a false nonreactive architect hiv ag/ab combo result for a patient. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 is reactive): sid (B)(6) = initial result = 0.00 s/co (nonreactive). After onsite visit from field service engineer (fse) to inspect the instrument and observed bubbles when dispensing the pre-trigger and trigger solution. The fse replaced the tubing and did a pre-trigger and trigger check. The patient sample was re-centrifuged and tested in duplicate generating results of 473.69, 469.46 s/co (reactive). There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section h9: correction/removal report no= 3016438761-10/06/21-003-c this supplemental MDR is being submitted to correct specific fields. See section h11 for details.this supplemental MDR is being submitted to correct the following section b5: describe event or problem: updated to correct a grammar of the first word from "he" to "the" the following are being corrected that were previously inadvertently omitted: h6 adverse event problem: health effect-clinical code = e2403; health effect- impact code= f26.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
He customer reported a false nonreactive architect hiv ag/ab combo result for a patient. The following data was provided (reference range: 1.00 s/co is nonreactive, 1.00 is reactive): sid 11153358 = initial result = 0.00 s/co (nonreactive) after onsite visit from field service engineer (fse) to inspect the instrument and observed bubbles when dispensing the pre-trigger and trigger solution. The fse replaced the tubing and did a pre-trigger and trigger check. The patient sample was re-centrifuged and tested in duplicate generating results of 473.69, 469.46 s/co (reactive). There was no impact to patient management reported.